Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl when she woke up; the customer's insulin pump suspended in the middle of the night due to an inaccurate sensor glucose value. No further details were given regarding the high blood glucose incident. The insulin pump was not returned or replaced.